Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels of 525 mg/dl. The customer¿s blood glucose level was unknown at the time of the incident. The customer¿s symptoms were not noted, and the customer was treated with a manual injection. Customer reported having high blood glucose levels 2 nights ago. Customer noted this may been because a bent cannula was bent in half. No troubleshooting was performed. Customer was advised a replacement infusion set would be sent out. The insulin pump will not be returned for analysis.